Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.